Event description:
Hosp lab employee has been diagnosed with an occupationally acquired latex allergy probably precipitated by glove use. Employee is no longer able to work in the hosp due to latex in the environment.